Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was one repair request in the past year. Visual and functional tests were performed, and the event history log was reviewed. The customer's stated problem was duplicated, and the root cause of the issue was an anomaly in the downstream occlusion (dso) sensor. The dso sensor was replaced to fix the issue.

Event description:
It was reported that the issue is with the cassette less alarm. The event occurred during patient use at the facility. There was patient involvement, and no patient harm reported.